Manufacturer narrative:
The user experienced severe hypoglycemia requiring hospitalization while on ilet therapy. Severe hypoglycemia requiring hospitalization is consistent with a serious medical event requiring inpatient management. Review of available information identified that the user made seven meal announcements while glucose values were within range prior to the reported event. The healthcare provider reported that the user stated the repeated meal announcements occurred because an alarm was sounding on the ilet and the user believed additional meal announcements were the appropriate response. Engineering log review confirmed that device data corresponding to the reported event timeframe were available and showed no malfunction alerts, no factory reset events, and no motor errors. The ilet was delivering requested insulin and responding appropriately to cgm glucose values. Multiple attempts were made to obtain additional event and hospitalization details; however, no additional information was obtained. Based on available information, the event is attributed to repeated meal announcements resulting in excess insulin delivery. No device malfunction was identified. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 06-jun-2026, it was reported that on (B)(6) 2026 the user experienced hypoglycemia resulting in hospitalization. The user was admitted on (B)(6) 2026. Additional treatment information, discharge date, and long-term health effects were unavailable at the time of this report.